Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a deviation on the screen between the stylus and the cursor and additionally noted that a calibration of the screen did not resolve the issue. It was recommended that the screen be replaced. There was also an error found in the software updates and it was noted that a new software installation was required to resolve. The device was cleaned, its touch screen was replaced and calibrated, its stylus was also calibrated, new software was installed and it then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's touch screen was not reacting to the stylus. It was further reported that calibration as well as changing out the stylus did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.